Event description:
It was reported that the asymptomatic patient presented for follow up. Review of egms revealed far field r wave oversensing on the atrial lead. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.